Event description:
Fifteen days after placement of PICC in left basilic anticubital fossa vein with tip in superior vena cava, pt complained of pain and numbness in left arm and hand. Ultrasound revealed clot from superficial anticubital vein including basilic to where subclavian meets jugular. Hospital stay extended 6-days. Coumadin therapy still in process.